Event description:
ID placed in field by medics, after patient arrived and was being treated in ed, io found to have stopped working and upon removal, metal catheter not attached to plastic hub. Subsequently removed in operating room. No adverse sequalae.